Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: generalized skin reaction probable root cause: design. -wrong raw material or manufacturing agent selected. -in-process cleaning not effective at removing manufacturing residuals. -not enough strict controls placed on raw material source and purity process. -contamination during process. -in-process cleaning not performed to spec. -acetate salts, phosphate salts and/or acid residuals above acceptable threshold. Application. -contamination of devices. (B)(4).

Event description:
It was reported that the patient had an allergic reaction.